Manufacturer narrative:
The investigation determined that lower than expected vitros phyt results were obtained from multiple patient samples processed on a vitros 5,1 fs chemistry system. The lower than expected results were obtained from patient samples that were stored in serum collection devices containing a gel serum separation barrier (vacutainer ssttm) for an extended period that was not in accordance with the vitros phyt instructions for use. The investigation found no evidence to suggest an instrument or reagent malfunction had occurred. The cause of this event is pre-analytical user error due to improper patient sample handling.

Event description:
The customer obtained lower than expected vitros phenytoin (phyt) results from multiple patient samples processed on a vitros 5,1 fs chemistry system. The following results were obtained. Patient 1, sample 1: 6.7 and <3.0 ug/ml vs. 13.8 ug/ml. Patient 1, sample 2: 7.2 ug/ml vs. 12.0 ug/ml. Patient 1, sample 3: 7.6 ug/ml vs. 12.8 ug/ml. The lower than expected results were not reported from the laboratory. However, biased results of the magnitude and direction observed may lead to inappropriate physician action if undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).